Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: the pump¿s black box showed a call service 064 alarm in the history. The pump was able to perform the prime steps without an alarm being duplicated. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: loss of prime warnings were observed in the pump's black box where the force readings did not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.